Manufacturer narrative:
.

Event description:
After otherwise uneventful microrecording and stimulation during the implantation of the final electrode (through the central port of microdrive system) unexpected significant anterior deviation of the guiding tube and stylet (at least 2 mm well above the target) was observed precluding safe and correct implantation of the definitive electrode. Multiple attempts to correct the problem failed, cone exchange, tubing exchange and the surgery had to be terminated prematurely. On the examination of the system after surgery the malalignment of the central port cannot be excluded.